Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The device was returned and blower foam degradation reported during device evaluation. There was no allegation of harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously submitted MDR 2518422-2022-05198 incorrectly with sections d9, h3 and h6 (type of investigation ) and it has been corrected in this report.